Event description:
Advanced bionics was notified that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This adverse event is for the contralateral ear and will be followed in MDR: 2021-00365. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.